Event description:
It was reported an additional procedure was required. A 106cm 12cm ekosonic catheter was used in a pulmonary embolism treatment case. The catheter was placed and the patient was transferred to the intensive care unit (ICU). During ongoing treatment, a leak in the blue junction where the drug and coolant hub transitions to the ekos catheter was noticed. The patient was brought back to the procedure room, and a new catheter was placed to complete the procedure. The patient received the intended amount of tissue plasminogen activator (tpa) with no patient complications.